Event description:
A patient required surgery to remove a previously implanted intraocular lens (unknown diopters) and to implant an intraocular lens with different power (unknown diopters). It was reported that the doctor discovered after the surgery that iol calculation was wrong.

Manufacturer narrative:
A field service engineer performed an on-site evaluation of the iolmaster instrument. Calibration and operation were verified. The site has not yet responded to requests for information regarding the patient (section a) and preoperative and postoperative data.